Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus elite ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 23.3cm distal to the distal end of the strain relief, and a kink 2.7cm proximal to hypotube break site. A visual examination of the outer and inner lumen and mid-shaft section found no issues. After soaking the device to clear hard dried contrast media, a 0.014" test guidewire was successfully loaded from the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75x30mm, concentric, de novo target lesion with a significant bent of >= 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed using a 2.5x9mm maverick2 balloon catheter resulting to 40% residual stenosis. A 32x2.75mm promus elite drug-eluting stent was advanced but failed to track the lesion. The device was removed and the leison was dilated again with a 3x12mm nc apex balloon catheter. However, when the stent was re-advanced, it was noted that the hypotube was cut in the proximal end. The physician removed the stent and deployed a 2.75 x 16mm promus elite drug-eluting stent distally and overlapped with another 2.75 x 16mm promus elite drug-eluting stent proximally. The procedure was completed with no patient complications. Post procedure, the patient was stable. It was further reported that the device had difficulty advancing to the lesion and the shaft break occurred around 15 centimetres from the operator's side.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75x30mm, concentric, de novo target lesion with a significant bent of >= 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed using a 2.5x9mm maverick2 balloon catheter resulting to 40% residual stenosis. A 32x2.75mm promus elite drug-eluting stent was advanced but failed to track the lesion. The device was removed and the lesion was dilated again with a 3x12mm nc apex balloon catheter. However, when the stent was re-advanced, it was noted that the hypotube was cut in the proximal end. The physician removed the stent and deployed a 2.75 x 16mm promus elite drug-eluting stent distally and overlapped with another 2.75 x 16mm promus elite drug-eluting stent proximally. The procedure was completed with no patient complications. Post procedure, the patient was stable.